Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen is blank. Troubleshooting was performed. The customer's blood sugar is unknown. The insulin pump will return.

Manufacturer narrative:
The insulin pump passed the operating currents measurement, self test and displacement test. No black display, blank display or missing segments or partial display anomaly noted, however moisture damage found on the lcd board and mother board. The insulin pump had a cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.